Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea. The implantable pulse generator (ipg) exhibited cardiac compass invalid data and the right atrial (ra) lead exhibited position check failure. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.